Event description:
It was reported that the syringe 1ml ls 200 s/c experienced missing scale marking. The following information was provided by the initial reporter: no marking on the syringe -item 308-309659 (lot #260359).

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the syringe 1ml ls 200 s/c experienced missing scale marking. The following information was provided by the initial reporter: no marking on the syringe -item (B)(4) (lot #260359).